Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the affiliate that the tlc55 instrument would not fire. Another tlc55 instrument was used to complete the case. There was no consequence to the patient.